Manufacturer narrative:
E1 - initial reporter phone: (B)(6) h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a delaminated downstream occlusion (dso) seal and a dso sensor that was activating out of specification. The cause of the customer reported problem was the dso rubber seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the dso seal and dso sensor.

Event description:
It was reported that the device was overpressure. There was unknown patient involvement, and unknown signs or symptoms experienced.